Event description:
The article "dynamics of cognitive function in patients with heart failure following transcatheter mitral valve repair" was reviewed. The article presented a prospective single center study, to investigate into the impact of transcatheter edge-to-edge mitral valve repair (tmvr) on cognitive impairment, exercise capacity, and quality of life. . Devices mentioned include mitraclip and pascal. The article concluded that tmvr results in an increased montrealcognitive assessment test score with the strongest improvement in executive function and memory, improved cognitive function, alongside increased exercise capacity and quality of life. [The primary author and corresponding author was muhammed gerçek at clinic for general and interventional cardiology/angiology, herz- und diabeteszentrum, germany with corresponding email : muhammed.gercek@ruhr-uni-bochum.de. The time frame of the study was january 2019 to december 2020. A total of 104 patients were included in this study, of which 34 received an abbott device. Comorbidities included atrial fibrillation, diabetes, chronic obstructive pulmonary disease, coronary artery disease, history of myocardial infarction, history of cardiac surgery, stroke, dialysis. Peri and post-procedural complications included major bleeding, blood transfusion.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional patient effect of death reported in the article is captured under a separate medwatch report. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled " dynamics of cognitive function in patients with heart failure following transcatheter mitral valve repair ".

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip procedures were reported in a research article in a subject population with multiple co-morbidities including trial fibrillation, diabetes, chronic obstructive pulmonary disease, coronary artery disease, history of myocardial infarction, history of cardiac surgery, stroke, dialysis. Complications reported included death, major bleeding, blood transfusion; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. There is no indication of a product issue with respect to manufacturing, design, or labeling. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled " dynamics of cognitive function in patients with heart failure following transcatheter mitral valve repair".